Event description:
It was reported that the patient is experiencing twisting, popping and knee giving out, causing falls. The patient received a tm monoblock lps tibia on (B)(6) 2011; however, it is unknown if the patient was revised. No further information was received.

Manufacturer narrative:
Investigation is in progress.

Manufacturer narrative:
The tm monoblock tibia was manufactured, inspected and packaged within established process specifications. The femoral and tibial components were found to be compatible. No x-rays, reports or the device itself were provided for this investigation. As a result, the cause of the issues reported by the patient could not concluded. This investigation is considered closed at this time; however, should additional information become available, this report shall be update.